Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs# 1225714-2014-01666, 01667.